Event description:
It was further noted that the unexpected loss of power occurred on a third controller and that controller remains in use.

Manufacturer narrative:
A supplemental report is being submitted for correction to b5 and additional products: d1: heartware ventricular assist system ¿controller 2.0 d4: model #: 1403us / catalog #:1403us / expiration date: 31-oct-2022 / serial #: (B)(6) d9: no h3: no h4: mfg date: 14-oct-2021 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Additional products: controller serial or lot#:(B)(6) h6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: controller serial or lot#:(B)(6) h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: (B)(6) and two (2) controllers (B)(6) were not returned for evaluation. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed motor start events recorded on 22/jul/2022 at 14:35:19 and on 01/jul/2024 at 08:59:44, in which the motor start parameters were atypical. Log file analysis associated with (B)(6) revealed a controller fault alarm was logged on (B)(6) 2024 at 05:47:24, indicating an issue with the internal battery. In addition, log files revealed that the controller had been in use for more than two (2) years. Log file analysis associated with (B)(6) revealed one (1) vad disconnect alarm was logged on (B)(6)2024 at 08:56:15, indicating that the controller was powered on without the driveline connected, likely in preparation for a controller exchange. This was followed by a controller power up with an associated pump start event logged at 08:59:15. Review of the data log file revealed that the controller was not in use prior to the controller power up event; the first data point was logged at 08:59:50 on (B)(6) 2024, indicating that the power up event occurred during a controller exchange. One (1) additional vad disconnect alarm was logged on (B)(6) 2024 at 08:59:22, indicating a physical disconnection of the driveline from the controller, likely during troubleshooting of the controller exchange. As a result, the reported events were confirmed. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; a possible root cause of the reported controller fault alarm event may be attrib uted, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. Based on the available information, the most likely root cause of the vad disconnect alarms and controller loss of power event can be attributed to the initial programming of the controller and/or the controller exchange. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿controller d4: model#: 1420 / catalog#: 1420 / expiration date: 30-nov-2020 / serial#: (B)(6). D9: no. H3: no. H4: mfg date: 07-nov-2019. H5: no. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was admitted for controller fault alarm due to depletion of the internal battery. It was also reported that a review of log file data revealed a motor start event with parameters outside the typical range, and the controller exhibited an unexpected loss of power. The vad remains in use and the controller was exchanged. No patient complications have been reported as a result of this event.